Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer. H3: the device has been returned to the japan service center and is under evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, while in use on a patient, this 980 ventilator alarmed and powered down. The patient was removed from the ventilator and placed on an alternate ventilator with no injury.

Manufacturer narrative:
Section d9 was updated due to part return. H3 device evaluation summary: was updated due to analysis of returned part. Medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, these 980 ventilators alarmed and powered down. A review of logs indicated that the unit had a loss of ventilation during use. The device was available for evaluation. Service personnel (sp) inspected the ventilator and found the capacitor c59 on direct current (dc-dc) converter printed circuit board assembly (pcba) thermally damaged. The dc-dc converter pcba was replaced for the issue. Also, sp replaced the battery pack which was inoperative. The unit passed all the required calibrations and tests as per manufacturer specifications at the time of service. The battery pack was not returned for further analysis. The cause of the event was isolated to a faulty capacitor c59 on the dc-dc converter pcba. There is an existing previous internal in vestigation regarding this issue. The inoperative battery was potentially caused by the dc-dc converter surge of power which may affect the battery. The battery is included in the trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section hg02012016 evaluation codes updated due to evaluation of the ventilator. Method code (annex b), remove b21 and add b01 result code (annex c), remove c21 and add c13 conclusion code (annex d), remove d16 and add d02 component code (annex g), remove g07003 and add h3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator alarmed and powered down. A review of logs indicated that the unit had a loss of ventilation during use. Service personnel (sp) inspected the ventilator and found the capacitor c59 on direct current (dc-dc) converter printed circuit board assembly (pcba) thermally damaged. Image analysis was performed. On review of the image provided it was confirmed that the capacitor c59 on the dc-dc pcba was thermally damaged. If a failure of the capacitor c59 occurs while in use on a patient, the ventilator response would be a loss of ventilation to the patient. The cause of the event was isolated to a faulty capacitor c59 on the dc-dc converter pcba. There is an existing previous internal in vestigation regarding this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction e4 h6 evaluation code method (annex b) additional code added. H3 device evaluation summary: additional information image of battery medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator alarmed and powered down. A review of logs indicated that the unit had a loss of ventilation during use. Service personnel (sp) inspected the ventilator, found the capacitor c59 on the direct current-direct current (dc-dc) converter printed circuit board assembly (pcba) was thermally damaged, and replaced the dc-dc pcba. Sp replaced the battery pack, which was inoperative. The unit passed all the required calibrations and tests as per manufacturer specifications at the time of service. As per the film/image provided of the battery pack test report, the battery was found to be faulty. One dc-dc converter pcba was returned for analysis: visual inspection of the returned dc-dc converter pcba in addition to the image provided showed signs of thermal damage to capacitor c59. The investigation determined if a failure of the capacitor c59 occurs while in use on a patient, the ventilator response would be a loss of ventilation to the patient. The cause of the lov was isolated due to a faulty capacitor c59 on the dc-dc converter pcba and thus also the likely cause of the battery failure. The dc-dc converter pcba is in scope of an existing internal correction action. The battery is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section h6 evaluation codes updated due to image analysis method code (annex b) - add additional code h3 device evaluation summary updated due image analysis and device evaluation: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator alarmed and powered down. A review of logs indicated that the unit had a loss of ventilation during use. Service personnel (sp) inspected the ventilator and found the capacitor c59 on direct current (dc-dc) converter printed circuit board assembly (pcba) thermally damaged and was replaced. The ventilator passed all the required calibrations and tests as per manufacturer specifications at the time of service. Image analysis was performed. On review of the image provided it was confirmed that the capacitor c59 on the dc-dc pcba was thermally damaged. If a failure of the capacitor c59 occurs while in use on a patient, the ventilator response would be a loss of ventilation to the patient. The cause of the event was isolated to a faulty capacitor c59 on the dc-dc converter pcba. There is an existing previous internal in vestigation regarding this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.